Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the patient receiving more medication than intended. At an unspecified time, the device was programmed to deliver 10% dextrose at a rate of 3.5ml/hr and the delivery started. No further programming parameters were provided. At 1300, it was reported that the nurse checked the device and "the infusion was running as programmed." At 1500, the nurse noted that the device display indicated a rate of 110ml/hr instead of the intended rate of 3.5ml/hr. Reportedly, the patient received approximately 83ml of solution. The device was removed from clinical service. The patient was transported to the ICU (intensive care unit) for "blood glucose and vitals monitoring. No medical interventions were reported. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy.